Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "tooth infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected in the marionette and mental foramen area with juvéderm® voluma¿ xc and in the lines near the marionette lines and nasolabial folds with juvéderm® ultra xc. Eight months later, the patient had an implant on the left upper tooth next to the molar. The patient also had a filling in the molar behind the tooth that fell out multiple times. The tooth became ¿infected" (non-device related), and the patient was treated with 3 rounds of amoxicillin. Seven months later, the patient presented with ¿thickening, hardening¿ in the marionette lines with a ¿visible lump¿ inside the right cheek that had gone on for a week. The hardened and thickened tissue was 4 cm. The patient was rinsed with chlorhexidine for a minute before the healthcare professional attempted to pull out some filler from the lump. Only lidocaine was retrieved. The patient was then treated with doxycycline 14 days and one week of prednisone to address the ¿inflammatory aspect¿ first. Event was ongoing. This file captured the juvéderm® voluma¿ xc.